Manufacturer narrative:
Method: device history record review. Results: device history record review - reviewing the device history record and performing a root cause analysis, there is no evident cause identifiable on what the root cause to this complaint is. The manufacturing process of the lens has been absolved and is not related to the root cause. Based on the available information being provided from the facility, quality engineering concludes that the root cause to the capsule tear is unknown. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of capsule tear could not be determined. (B)(4).

Manufacturer narrative:
Medical review: reported by a health care provider, the iol (single-piece collamer) was removed intraoperative to address capsular damage. No reported problem with the lens prior to insertion. No additional information was received about patient prognosis and treatment. It should be noted that this type of event is usually procedure related and occurs during phacoemulsification but is not visible until the surgeon inserts the lens and capsular expands showing the damage. Based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - rupture, capsule. Evaluation method: lens work order search. Results: visual inspection of the returned product found a piece of one plate haptic is torn off and missing. There was evidence of reddish residue on lens surface . Both sides of the optic/haptic were checked for rough/sharp edges. Edges were found to be acceptable. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a collamer single piece lens into the patient's eye. The capsular broke upon insertion. The lens was removed. Further information has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.